Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Insulation damage was found at 8.0-10.3cm from the pin consistent with clavicle crush damage. The coil and conductors were not returned. Multiple external insulation abrasions were found at 6.9-7.0cm, 16.0-16.1cm from the pin, consistent with lead friction to the ICD can and 12.8-13.7cm from the tip, consistent with lead friction to another device. The etfe coating was intact at these locations.

Event description:
It was reported that the patient presented in the or for change-out due to oversensing on the rv lead. Noise and low pacing lead impedance were observed. Externalized conductors were noted via cine. Lead was explanted and replaced.